Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture, low impedance, and noise. The lead was capped and replaced. The patient was in good condition and would continue to be monitored.